Event description:
The customer reported an inability to "get" pca history after the unit was turned off and then turned back on. It was also reported a 'check clamp" was flashing despite repositioning the syringe. The morphine concentration was 1mg/ml and was a 30ml syringe. The prescribed dose was 1mg with a lockout interval of 6 minutes and a limit of 40mg in 4 ours. The syringe was removed and it was noted there was 13mls of morphine in the syringe; the morphine was wasted. There was no pt harm. Initially a monoject 35 syringe was selected during programming and the last infusion was programmed as an ims 30 prefilled. The customer confirmed they use a 30ml monoject syringe. It could be possible that the user selected the wrong syringe type. The root cause was not determined.

Manufacturer narrative:
(B)(4). No devices received, log review only. Conclusion: field left blank - no available code. The customer complaint of a discrepancy between what the pca module noted as being infused vs. What the nurses saw left in the syringe was not confirmed via an event log review. Review of pcu event logs confirmed thirteen full doses were delivered to the pt and one partial dose delivered for a total calculated volume of 13.9646ml delivered. The volume remaining in the syringe was calculated to be approximately 8.2018ml. The customer also reported a check syringe alarm that was noted in the device logs as occurring on 10/07/2014 at 3:54:30 am. Review of the logs alone could not determine the cause of this alarm. It is possible that the plunger grippers or the syringe barrel clamp was opened during delivery of the final pca dose; however this could not be definitively determined.